Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible metal allergy, swelling and inflammation.

Manufacturer narrative:
Upon receipt of additional information, it is now known that the reported device was manufactured at the zimmer (B)(4) location. The report will be concluded under medical device report number 3007963827-2016-00046.